Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that lipids were leaking onto the bed during patient use. The customer marked the area of leakage on the set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection showed no anomalies. Functional testing was performed. The set leaked at the engagement between the tubing and male luer. Microscopic inspection of the leak identified insufficient solvent at the same engagement. The tubing was measured and found to be within measurement specification. The root cause of the customer¿s leak was due to insufficient solvent during the manufacturing process.

Event description:
The customer reported that lipids were leaking onto the bed during patient use. The customer marked the area of leakage on the set. There was no report of patient harm.